Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via uf medwatch. Same case as MFR#: 2134265-2011-05194. It was reported that during a filter implantation procedure, the filter legs did not deploy properly. Two greenfield titanium filters were attempted to be placed in an unspecified location. During each attempt, the legs of the filter did not deploy properly. It was further noted that the patient had an arrhythmia.